Event description:
It was reported to boston scientific corporation that during a pcnl procedure, the tip of the amplatz guidewire frayed after becoming stuck inside the sheath. The wire was removed and the safety wire was used to complete the procedure. The procedure was completed with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." This event has been deemed a reportable event based on the investigation results.

Manufacturer narrative:
Analysis of the returned amplatz guidewire revealed that the coating of the guidewire was scraped along the entire length of the body. The coiling was elongated and unraveled. Additionally, the guidewire was fractured at approximately at 143.5 cm from the proximal section. After analysis, the coating appears to have been in contact with a sharp or metal object, and the elongation appears to have occurred due to torsional overload. Therefore, operational context contributed to this event.